Event description:
The gamma target device is broken. The reporter noted that the breakage did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: eval results indicate that the cause of this event is a design fault.